Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode the customer stated that there was no patient involvement.

Event description:
(B)(4). Failure device type: alaris system instrument. Failure problem type: 8100 failure mode: troubleshooting/ error codes. Case resolution: recommended to try to reflash the unit. If reflash fails, the logic board will have to be replaced. Biomed will try to reflash unit. If fails we call back to get a RMA for repair.

Manufacturer narrative:
The information provided was obtained from a retrospective review of servicing data; therefore, no other information is obtainable at this time. There was no reported patient involvement.

Event description:
Broken/damaged- (B)(6)2019 10:49:19 rfc_repairs (rfc_repairs) po for $(B)(4) (B)(6)2019 12:49:31 (B)(6)there was no patient involvement